Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00497, 0002648920-2019-00498, 3007963827-2019-00202, and 0001822565-2019-02766. Concomitant medical products: all poly patella size 41 mm dia. Standard 10.0 mm thickness catalog#: 00597206541 lot#: 63682361, stemmed tibial component precoat size 8 catalog#: 00598005702 lot#: 63621421, articular surface regular constraint size blue/c-h 10 mm height catalog#: 90597005010 lot#: 63649243. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain and an alteration in skin temperature approximately (1) one year, eleven (11) months after the initial procedure. No revision procedure has been reported.